Event description:
Pt reports swells on (B)(6) 2023 to their left foot, stomach, tongue, & throat; benadryl & epinephrine were used to treat (doses unknown). Pt also reports hospitalization for 2 days in a row due to these swells because they did not have rescue med on hand due to berinert dose malfunction. Swell treatment while hospitalized & resolution status/dates unknown. Exact dates of hospital admittance & discharge unknown. Unknown if md aware. Unknown if events occurred on scheduled takhzyro dosing day. Pt reports 4 doses of berinert dispensed on (B)(6) 2023 malfunctioned; defective product lot number & expiration date not provided by pt. Per pharmacy dispensing system from (B)(6) 2023 berinert fill: lot number pl0051b205 & expiration date 03/30/2025. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Pt. States they used 1 berinert dose on (B)(6) 2023 and 1 dose on (B)(6) 2023. 2 doses total used; the other 4 doses malfunctioned & were not usable. Pt. Reports the pressure didn't go through so couldn't mix. Pt. Reports their home health had to pull the berinert out with a syringe to be able to mix med. Pt. Also reports 1 needle gripper plus 22g 3/4-inch lot number unknown has a hair in the needle & wasn't able to be used. Unknown if defective berinert or needle is available for return. Unknown if pt. Has any photos of defective products. No further info. Details or dates available. Reported to (B)(6) by: patient/caregiver. Pt name: (B)(6). Reference reports: #mw5118444 and #mw5118445.